Event description:
A 62-yr-old gentleman, approx two months ago, underwent implantation of a co's ventricular assist device. Now, with multiple episodes of low flow and physical examination, right heart catheterization, echocardiography and subsequent ventriculography as well as fluoroscopy of the device was consistent with device thrombosis likely secondary to disconnect of the pneumatic drive line or a rupture of such within the fibrous capsule. Pt brought to the operating theater for re-exploration. Upon examination, it was noted that the pneumatic drive line was disconnected from the device at the pneumatic connection nipple. Thrombus was noted within the outflow valve and conduit which was removed with the pump. The pump itself appeared to contain thrombus visible at the outflow area. The device was removed from the operative field, opened and inspected and noted to be filled with thrombus. The serosanguinous fluid from within the drive line was obviously not from diaphragm rupture but from body fluids within the pre-peritoneal pocket and capsule. At this point, a new device was brought onto the operative field being appropriately calibrated and primed.